Event description:
The affiliate reported the customer alleged flames came out from the back right side of the device at approximately 10,000 rpm (revolutions per minute) involving the l8-70m ultracentrifuge. The customer turned off the device and the flames went away. The fire alarm was tripped and the fire department responded. There was no damage reported in the laboratory. There was no operator injury or adverse effect associated with this event. There was no report of patient results being impacted. Beckman coulter field service engineer (fse) was dispatched to evaluate the instrument.

Manufacturer narrative:
The field service engineer (fse) discovered a loose connector on the electromagnetic interference (emi) filter causing arcing which burned the insulation and caused smoke. The fse replaced the emi filter and resolved the issue. Service activity was verified per established procedures. (B)(4).